Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switches. Unable to perform self test and displacement test due to flattened dome switches. No stuck button alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lower, left button and back buttons were not responding sometimes. The customer¿s blood glucose level was unknown. Customer stated that numbers were not ramping on their own. Customer also stated that the scroll bar was not moving with no input. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Block mode was inactive. Customer also mentioned that the alarm was not in progress. Customer stated that buttons pressed may be delayed or fail to respond. Customer stated bolus menu was available and they were not seeing. Customer stated the button was responsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.